Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f exoseal vascular closure device (vcd) came out of the puncture site and there was no change in the indicator window. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The 6f exoseal vascular closure device (vcd) was prepared and used in accordance with the instructions for use during a carotid artery stenting (cas) procedure. There were no visible signs of device or package damage prior to use. There was no difficulty connecting the 6f non-cordis sheath with the 6f exoseal vascular closure device (vcd). During use, the indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The 6f exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and no red color was observed in the indicator window. When the device was removed from the patient, it was unknown whether the indicator wire loop was deployed or visible, and therefore no anomalies to the loop could be assessed. The physician achieved certification on the use of the 6f exoseal vascular closure device (vcd) and has used the device several times prior to this procedure. The procedure was performed using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the 6f exoseal vascular closure device (vcd). The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the 6f exoseal vascular closure device (vcd) came out of the puncture site and there was no change in the indicator window. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The 6f exoseal vascular closure device (vcd) was prepared and used in accordance with the instructions for use during a carotid artery stenting (cas) procedure. There were no visible signs of device or package damage prior to use. There was no difficulty connecting the 6f non-cordis sheath with the 6f exoseal vascular closure device (vcd). During use, the indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The 6f exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and no red color was observed in the indicator window. When the device was removed from the patient, it was unknown whether the indicator wire loop was deployed or visible, and therefore no anomalies to the loop could be assessed. The physician achieved certification on the use of the 6f exoseal vascular closure device (vcd) and has used the device several times prior to this procedure. The procedure was performed using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the 6f exoseal vascular closure device (vcd). One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever fully depressed, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful deployment was achieved. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.